Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6). H10 multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11 updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00070. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v200 device indicating that the ventilator gave an asphyxia alarm. After the doctor checked the equipment, he found that the ventilator did not supply air and the tidal volume did not rise. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The investigation is ongoing.